Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/use error: observed broken on radius side assessed as surgical damage per rga. ¿ capsular contracture: unable to observe as it is not related to the device as per the investigation procedure, particles and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Healthcare professional later reported "rupture by surgeon" not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". Healthcare professional, later reported, "rupture by surgeon" not device related. This record is for the left side. Device was explanted.